Manufacturer narrative:
The field service engineer (fse) has investigated the reported ventilator on-site. The fse replaced the expiratory channel printed circuit board (pcb) to resolve the issue and sent back for further investigation. After the replacement, the ventilator passed all functional and safety tests and was cleared for clinical use. The provided logs confirm the reported issue. The returned expiratory channel pcb has been tested in a ventilator. It alarmed for power error directly after the startup. The ventilator was set on ventilation. However, it showed directly a stop of ventilation. Further ocular inspection was performed on the defective pcb, and it showed that an inductor was burned out, which affected the +12v circuit. The expiratory channel pcb is a part of subsystem breathing bre. Main functions are responsibility for the patient treatment, i.e. How to regulate/measure the expiratory gas flow. It holds all the electronic connections to and from the expiratory cassette, it controls the expiratory valve as well. Moreover, it can control the safety valve in some situations, however other subsystem control the safety valve fully. In addition, it holds the electrical connectors for the expiratory and inspiratory pressure transducer pcbs. The expiratory channel pcb includes a memory backup battery. The conclusion is that the reported ventilator has failed to meet its specifications during the reported event. The reported issue has been reproduced at the manufacturer site. It was possible to confirm that the returned pcb was the cause of the issue due to a burned inductor component. This type of pcb is no longer used in manufacturing and it has been replaced with another pcb that has more lifetime and robust components.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator generated technical error codes indicating power errors. There was no patient involvement. Manufacturer's ref. #: (B)(4).